Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The keypad and labels were intact. A review of event history log evidenced the following: 0979-pump turned on (B)(6) 2020 6:22:00 am. 0980-error 1720 (B)(6) 2020 6:23:00 am. 0981-power down (B)(6) 2020 6:23:00 am. The pump was ran in user mode. The reported ec 1720 error code (backup capacitor failure) was replicated during testing. The system was not reading the correct voltage on the backup capacitor. Eight attempts were made power cycle the pump by switching the batteries. The error persisted. The investigator concluded that the backup capacitor was faulty. The supplier provided a fault backup capacitor. This was identified as the root cause of the product problem. The backup capacitor was replaced.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. There was no patient present at the time of the event. There was no reported adverse events.